Event description:
The customer reported that an error message was displayed and the system shut down without command. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.